Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unit does not alarm when line is empty". The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/08/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit does not alarm when line is empty. No patient involved.